Event description:
An inflammatory mass was reported for a pt. Per the reporter, the physician determined that the inflammatory mass posed "too much of risk to revise since it's behind a fused bone". The pump was turned off for about a month and will eventually be removed. The pt's status was undetermined at the time of the report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).